Event description:
Customer reportedly obtained results of >300 mg/dl and 56 mg/dl on the advantage system within 10 minutes. Customer took 4-5 glucose tablets based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.